Event description:
Determined to be reportable based on analysis completed on 08/30/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was pre-dilated by a non bsc balloon. A 3.00x32mm taxus express2 drug eluting stent was unable to cross the 90% stenotic lesion, very hard calcification and mildly tortuous proximal and distal left circumflex (lcx). The physician attempted to support guide wire (runthrough) and change guide catheter, but the stent delivery system was not able to cross to the lesion. The procedure was completed with a taxus 3.0x24mm. There were no patient injuries or complications reported. The patient status is listed as good. Device analysis indicates stent damage.

Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal and distal ends. The proximal and distal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. It could not be determined how or when the stent damage occurred. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. The records review confirms that the device met all material, assembly, and performance specifications. The root cause of the complaint incident could not be determined.